Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) the patient's pressure began to fall. Contrast was observed surrounding the cardiac silhouette. Stat echocardiogram confirmed pericardial effusion, perforation and tamponade. Peri cardiocentesis was performed and the patient was taken to surgery. The leadless ipg was never deployed and was not used. No further patient complications have been reported as a result of this event.